Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged. Loss of capture was reported, as well as oversensing and undersensing. A lead revision was performed; the lead was difficult to extract and was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.